Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil confirmed that the device could not be advanced within its introducer sheath. During the functional test, resistance was encountered while attempting to advance the smart coil¿s pusher assembly within its introducer sheath, and the friction lock on the proximal end of its introducer sheath fractured off. The smart coil could not be advanced any further. The root cause of the smart coil not advancing within its introducer sheath could not be determined. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil and other coils. There was no report of an adverse effect to the patient.